Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that during a telephone call with the bd sales manager regarding a different matter, an over-infusion event was mentioned by the customer. No patient details or event information was provided, and no patient harm was reported.

Event description:
It was reported that an unspecified 50ml bag infusing at 100ml/hr was empty approximately 10 minutes after initiation of the infusion there was no report of patient harm as a result of the event. The devices were sent to the hospital biomed who inspected the pump and no irregularities were identified. Although requested, there were no further details or information provided by the customer. Cmdsnet (B)(4).

Manufacturer narrative:
Concomitant secondary set MFR/model unknown; td unk. The customer¿s report of an overinfusion was confirmed. Visual and internal inspection found no abnormalities. The pcu event logs show that pump module s/n (B)(4) was programmed for a secondary infusion of morphine inter 1mg/50ml (drugid=327) at a rate of 200ml/hr with a volume of 50ml at 4:29:07 am on (B)(6) 2018. 4:44:09 am, this secondary infusion completes. 4:44:09 am, the primary infusion continues. 5:22:50 am, unit a is channeled off. 5:22:56 am, pcu is powered off. Functional testing showed no anomalies. Rate accuracy was originally outside the specification, however rate calibration was performed and the pump module delivered within specification. The root cause of the customer¿s report of an over infusion was determined to be user programming error.

Manufacturer narrative:
Additional info:

Event description:
The customer reported that the nurse had hung a 50ml bag and set a rate of 100ml/hr. The bag was empty when the nurse returned to the bedside approximately 10 minutes later. There was no report of patient harm as a result of the event. The devices were sent to the hospital biomed who inspected the pump and no irregularities were identified. Cmdsnet s-1881

Manufacturer narrative:
Additional info: although requested, patient demographic details were not provided. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that the nurse had hung a 50ml bag and set a rate of 100ml/hr. The bag was empty when the nurse returned to the bedside approximately 10 minutes later. There was no report of patient harm as a result of the event. The devices were sent to the hospital biomed who inspected the pump and no irregularities were identified.